Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling. This report was impacted by emdr scheduled maintenance occurring july 22-27, 2026.

Event description:
Healthcare professional reported a patient was injected with 2mls of juvéderm® volux¿ xc into the jawline and 4 days later began experiencing swelling and pain near the antegonial notch. Patient was treated with il kenalog 10% on the same date. About two weeks later, patient treated with ilk 20%, and then another week later another ilk 20% along with prescription of doxycycline, ciprofloxacin, and a 50mg prednisone titrating dose. Event resolved a week later.